Event description:
"Caller alleged discrepant results on two patients compared with the lab results as follows:" date - (B) (6) 2009: patient #1, inratio - 0.9, lab - 2.3. Patient #2, inratio - 7.2, lab - 7.0. Two days prior patient #2 had inr of 1.4.

Manufacturer narrative:
On (B) (6) 2009: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - (B) (6) 2009, pt 1, inratio - 0.9, lab - 2.3, mean - 1.60, confidence limits - 1.2-2.3; pt 2, 7.2, 7.0, 7.10, unable to determine. The 1.4 inr was excluded from the list due to different test date. Three hours is considered by the manufacturer as a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Test 1 of inratio value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. On (B) (6) 2009: in-house accuracy test: test dat: donor 3 ((B) (6) 2009), donor 4 ((B) (6) 2009), meters, returned meter (B) (4), in-house meter ((B) (4) & (B) (4)), returned strip ln: 212623va, comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria; no further action is required. No product deficiency established. Functional test for meter: no errors found and passed testing. No corrective action required as no product deficiency was established.